Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, as it had not been reset in the last 24 hours. Once the pump was reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred.